Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they went emergency medical service on (B)(6) 2021 for low blood glucose in 40s mg/dl which was treated with intravenous insulin drip. Customer did not get up to get medication, slept in and family called emergency medical service. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.